Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that a toric icl patient has a -1.00 myopic sph outcome (os). Lens remains implanted. Per new information both the amount of residual myopia and the ucdva have improved. If additional information is received a supplemental medwatch report will be submitted.